Event description:
It was reported that the ventilator's turbine would not spin. The ventilator was not connected to a patient when the reported problem occurred. It is unknown if the ventilator audibly alarmed.

Manufacturer narrative:
Na